Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that loss of sensing and high capture threshold were observed months after implant procedure. The lead was explanted and replaced. Patient condition before and after the procedure was good.